Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory also indicated the impedance of the right ventricular pacing lead was below the expected lower range, there was oversensing due to non-physiologic signals/sensing integrity counter, and there was oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance and triggered an alert. A lead integrity alert (lia) had also triggered due to short v-v intervals and high rate non-sustained episodes. A possible insulation fracture of the lead was suspected. The rv lead was reprogrammed until the patient¿s lead revision procedure. At the rv lead revision procedure, the rv lead was capped and replaced. No patient complications have been reported as a result of this event.